Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced frequent hypoglycemic episodes followed by hyperglycemia while using the ilet system, and the user was overtreating low blood glucose without measuring carbohydrate intake; low blood glucose treatment protocol education and troubleshooting were completed, and an oral glucose source was recommended. Symptoms included hypoglycemia. Outcomes included no injury requiring medical intervention and no hospitalization. Investigation included case assessment and user coaching regarding proper low blood glucose treatment. Investigation of this case revealed user technique and use-related factors consistent with overtreatment of hypoglycemia as the likely contributor to alternating lows and highs. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely related to user management rather than a device malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.